Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause, troubleshooting, and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead loss of capture (loc) concerns and a flat lv channel. Upon review, technical services (ts) discussed that lv sensing was off, thus a flat lv egm was an expected observation. However a previous presenting egm showed rs morphology with biventricular (biv) pacing, and now there was qs morphology and a delayed output spike to the right ventricular (rv) lead egm. Rv was set to 1.2v@1ms, and a recent left ventricular automatic threshold (lvat) test noted 2.1v@ 0.4ms auto. It was unclear which lead was exhibiting intermittent loc from reviewing the presenting egms. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead loss of capture (loc) concerns and a flat lv channel. Upon review, technical services (ts) discussed that lv sensing was off, thus a flat lv egm was an expected observation. However a previous presenting egm showed rs morphology with biventricular (biv) pacing, and now there was qs morphology and a delayed output spike to the right ventricular (rv) lead egm. Rv was set to 1.2v@1ms, and a recent left ventricular automatic threshold (lvat) test noted 2.1v@ 0.4ms auto. It was unclear which lead was exhibiting intermittent loc from reviewing the presenting egms. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding lead return status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead loss of capture (loc) concerns and a flat lv channel. Upon review, technical services (ts) discussed that lv sensing was off, thus a flat lv egm was an expected observation. However a previous presenting egm showed rs morphology with biventricular (biv) pacing, and now there was qs morphology and a delayed output spike to the right ventricular (rv) lead egm. Rv was set to 1.2v@1ms, and a recent left ventricular automatic threshold (lvat) test noted 2.1v@ 0.4ms auto. It was unclear which lead was exhibiting intermittent loc from reviewing the presenting egms. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this right ventricular (rv) lead had exhibited capture, but was explanted due to diaphragmatic stimulation. This lead was discarded after explant, thus will not be returned for analysis.